Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc assumed that the reported event was caused by the defect of the camera head or cable. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image became black and was not displayed after connecting the device to a video processor. The user replaced the device to another device and completed a procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus shanghai (osh). Osh inspected the subject device and the reported phenomenon, video image failure, was duplicated. When the camera cable of the subject device was replaced with a normal product, the video image was displayed as usual. The reported phenomenon was reproduced again when the normal camera cable was replaced with the original one. The subject device passed the air leak test and water ingress inside the device was not observed. No major damage was found on the outside of the body, the camera cable, and the video connector. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, there was the possibility that the reported phenomenon was attributed to the failure of the camera cable.